Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. Evaluation summary: the condition of a colleague infusion pump with failure code 550:320:658 was confirmed by a baxter service technician. The condition is attributed to a defective user interface module (uim) printed circuit board (pcb); however, a root cause was not definitively identified at this time. The uim pcb was replaced as a precaution.

Manufacturer narrative:
(B)(4). Baxter quality engineering determined the assignable cause to be a defective user interface module printed circuit board.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced failure code 550:320:658. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.63.92. No additional information is available.